Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3 additional information was requested, and the following was obtained: were both product code sxpp1a401, stratafix symmetric pds plus and product code sxpp1b410, stratafix spiral pds plus used on the patient during the procedure? Yes, both products was used. Or was only 1 stratafix suture used on the patient and the exact stratafix type and product code are not known? Only sxpp1a401 was used. Sales rep tried but no furthermore information was obtained. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the stratafix symmmetric suture used? On what tissue was the stratafix spiral suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the stratafix symmetric: was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? For the stratafix spiral: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? Were there any patient stress factors that precipitated the wound dehiscence? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the stratafix symmetric suture during the second procedure. Did the stratatix symmetric suture break? If so, where was the break noted (termination, middle, end)? Please describe the appearance of the stratafix spiral suture during the second procedure. Did the stratatix spiral suture break? If so, where was the break noted (termination, middle, end)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Unk lot number for sxpp1a401, stratafix symmetric pds plus? Unk lot number for sxpp1b410, stratafix spiral pds plus? Unk will any product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a spine procedure on an unknown date and a barbed suture was used. Post-op, on (B)(6) 2025, a report was received that the patient experienced a wound dehiscence at the ward/ICU. The correlation with the barbed suture is unknown. Regarding the cause, the primary doctor commented that although it was a tough case (requirements), continuous suturing (instead of a simple nodule) might not be good. It was reported the event has been dealt with, but the details are unknown, so it is being confirmed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were both product code sxpp1a401, stratafix symmetric pds plus and product code sxpp1b410, stratafix spiral pds plus used on the patient during the procedure? Or was only 1 stratafix suture used on the patient and the exact stratafix type and product code are not known? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the stratafix symmmetric suture used? On what tissue was the stratafix spiral suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the stratafix symmetric: was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? For the stratafix spiral: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? Were there any patient stress factors that precipitated the wound dehiscence? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the stratafix symmetric suture during the second procedure. Did the stratatix symmetric suture break? If so, where was the break noted (termination, middle, end)? Please describe the appearance of the stratafix spiral suture during the second procedure. Did the stratatix spiral suture break? If so, where was the break noted (termination, middle, end)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number for sxpp1a401, stratafix symmetric pds plus? Lot number for sxpp1b410, stratafix spiral pds plus? Will any product be returned? If so, please provide the return date and tracking information.